Event description:
A report was received that a patient had ipg communication difficulty and pain at the pocket site. The patient underwent a pocket revision procedure wherein the ipg was replaced. The patient was doing well following the procedure. Malfunction was suspected.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of communication difficulty was not verified. The ipg was linked after having been charged to full capacity in one cycle. The root cause of the patient¿s pocket pain was not verified. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that a patient had ipg communication difficulty and pain at the pocket site. The patient underwent a pocket revision procedure wherein the ipg was replaced. The patient was doing well following the procedure. Malfunction was suspected.